Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown drug via an implantable pump for unknown indications for use. It was reported that the catheter anchor came loose, and the catheter tip migrated from t8 to l1. There were no known environmental/ external/patient factors that may have led or contributed to the issue. No troubleshooting was performed. Action/intervention: replaced the catheter. The patient weight and medical history were unknown. The patient status was alive and no injury.

Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial#(B)(6)implanted: (B)(6)2024 explanted: (B)(6)2024- product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 10-jun-2026, UDI#: (B)(4)medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.